Manufacturer narrative:
11/14/1997-supplement report #1 submitted to FDA.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument wad difficult to open and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.